Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: on an unreported date, the patient experienced a hernia. Initial reporter: the telephone number for the contact was reported as: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. Medical intervention for the hernia was not reported, but on an unreported date, the patient was hospitalized for the hernia. Peritoneal dialysis therapy was not given for the previous few nights prior to the receipt of this report due to hospitalization, but current status of peritoneal dialysis therapy was not reported. It was reported that after an unknown number of days, the patient was recently released from the hospital. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.